Event description:
The customer reported that the spectrum pump displayed an unknown system error during an infusion of an unknown medication. There was no patient injury. No further information was available.

Manufacturer narrative:
(B)(4). The device has been returned to baxter for evaluation. The investigation is not complete at this time. A supplemental report will be submitted once the investigation is complete.